Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Unable to confirm the motor error alarms. The motor was tested outside the device and passed. The device had a missing end cap sticker.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 420mg/dl. The caller also mentioned receiving motor error alarms. No further information was provided.